Manufacturer narrative:
E1: establishment name: (B)(6). (Documented here in it¿s entirety due to character limitations in respective field). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the issue was due to damage to the video connector lock. Battery drainage was noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite video system center endoscope images sometimes would become colored bars. There was also a connector lock failure . The issue was found at an unknown time during a therapeutic procedure. The procedure was completed by moving the connector part of the camera head to improve contact. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is estimated that the damage was caused by the breakage of the video connector-acceptor locking part, but the cause of the breakage of the video connector-acceptor locking part is unknown. Olympus will continue to monitor field performance for this device.